Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose levels, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty in breathing. Subsequently, on (B)(6) 2019 at 8:00 pm, the patient was hospitalized for raised blood glucose levels (over 600 mg/dl), which were due to bent infusion set and this was noticed when the set was removed. The blood glucose level at the time of incident was 600 mg/dl. During hospitalization, the patient received subcutaneous shot as corrective treatment. Currently, as per report dated 4-apr-2019, the patient was still in the hospital and his blood glucose was 416 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.